Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a lumbar spinal fusion procedure with the expedium verse and opal systems, a small screw, from the back of the inserter, broke off. The screw broke when impacting the opal spacer into position. The screw was recovered, and the inserter was removed from the field. There was no surgical delay. The procedure was completed successfully. Concomitant devices reported: opal impl-holder (part number 03.803.001, lot unknown, quantity 1). This report involves one (1) unknown screws. This is report 2 of 2 for (B)(4).